Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient died after receiving a shock from their implantable cardioverter defibrillator (ICD) system. Follow up revealed the patient experienced a shock approximately thirty minutes prior to going to bed when atrial fibrillation with rapid ventricular rate was sensed. After the shock was delivered, the patient's spouse witnessed the patient with slurred speech, an unsteady gait and severe shortness of breath. The patient went to bed and when the spouse checked on the patient later in the night and discovered they had expired. Follow up indicated it was presumed the patient passed away from a cerebrovascular accident or pulmonary embolism.